Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient experienced chills and drainage at the lead incision site. As such, the patient was put on antibiotics to address the issue and a wound check was performed by the doctor. Reportedly, the incisions looked fine.